Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted and downloaded log files from the heartmate 3 system controller, serial number (B)(4); however, the alarm was not able to be reproduced during testing. The downloaded log file labeled (B)(4) and the submitted log file contained overlapping data spanning approximately 4 days (02apr2021 ¿ 06apr2021 per the timestamp. The system controller was able to maintain the low speed limit without issue while the driveline was connected. The log file captured a backup battery fault alarm active from 06apr2021 at 03:24:49 to 13:28:09 35 due to the backup battery failing the load test. The alarm activated due to the loaded voltage measuring under the acceptable threshold when compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The alarm occurred until the last event in the log file (06apr2021 at 13:28:09). There were no other notable atypical alarms active in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Multiple load tests were performed during testing and no atypical alarms were produced. Provided information stated that the exchange of the controller resolved the alarms. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on 26sep2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into clinic with "replace backup battery" alarm. This was the second time the internal battery had been changed in the past 3 months. Log file analysis captured backup battery faults. The patient underwent controller exchange which resolved the alarms.